Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy ii drug-eluting stent was advanced and resistance was encountered. A non-bsc guide extension catheter was used and the synergy stent inserted again, but the resistance became severe. When the device was checked, the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end with stent struts pulled distally. The undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy ii drug-eluting stent was advanced and resistance was encountered. A non-bsc guide extension catheter was used and the synergy stent inserted again, but the resistance became severe. When the device was checked, the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.